Event description:
The customer reported during a acyclovir infusion, the maxplus connector leaks due to a crack in the luer. There was no report of patient harm or medical intervention. No additional event or patient information was provided by the user.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of leaking from maxplus valve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.